Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during appendectomy, when trying to extract the appendix from the patient's abdomen, the retrieval pouch bag broke. A different pouch was used to resolve the issue in order to complete the case. There was no patient injury.